Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4). Concomitantly on (B)(6) 2009, the patient underwent a hysterectomy. The mesh was surgically removed on (B)(6) 2010 due to vaginal wall mesh erosion, vaginal scarring and shrinkage, pain, dyspareunia, infections and urinary problems. The patient underwent mesh revision procedures on (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, and (B)(6) 2012. She had mesh revision procedures by another physician on (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, and (B)(6) 2010. (B)(4) dyspareunia, undefined urinary problems.